Event description:
It was reported that before use of a 3.5x28 mm rx xience xpedition stent delivery system (sds) when inspecting the device prior to loading the sds onto the guide wire the stent was noted to be missing. Reportedly, the stent was inside of the protective sheath and no resistance was noted during removal of the protective sheath. The device was not used and there was no patient involvement. A new same sized rx xience xpedition sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.